Event description:
I am writing about the accu-chek compact plus blood glucose mtr. The serial number on the back of the meter is really, really small. The size of the serial number leads to it being misread. This could potentially lead to meters being logged incorrectly in the accuchek system, resulting in meters being misindentified. The misidentification of a meter involved in a medical device report could result in its continued use, or the serial number being logged incorrectly.